Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2015 for a diabetic ketoacidosis. Customer's blood glucose level was 220 mg/dl. The customer was feeling nauseous, was vomiting, had abdominal pain, and difficulty breathing. The customer was given insulin via IV. He was wearing his insulin pump at the time of the emergency room visit. The device was not returned.